Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypad and electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 45 mg/dl. The customer was treated with food. Customer was advised to monitor pump and blood glucose. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 270 mg/dl. The customer was treated for high blood glucose with pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 270 mg/dl. Customer stated that there is crack on reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.